Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to charge, and planned to follow up pump began charging. No further assistance required.